Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. The device will remain implanted as the guardians refused to allow explantation of the device. This is a final report.

Event description:
In-situ measurements showed several electrode channels with high impedence status on the right ear. At patient's parents request the device was not explanted but patient was implanted on the contralateral side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In-situ measurements showed several electrode channels with high impedence status on the right ear. At patient's parents request the device was not explanted and patient was implanted on the contralateral side.